Manufacturer narrative:
Simulated use testing confirmed the reported issue of shaft frosting. Disassembly and evaluation determined the vacuum sleeve failed.

Event description:
Probe shaft frosted during pretest. Also, the tubing near the handle was very stiff. Changed out the probe for a new one and continued case.